Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5093106.

Event description:
It was reported that the patient had no stimulation on the left side due to failed spinal cord stimulator leads. The patient underwent a lead replacement procedure and the patient was doing well postoperatively. No device malfunction suspected. The explanted devices will not be returned as they were discarded.